Event description:
The company was informed that the pt's electrode array was removed from the cochlea and placed in the mastoid cavity during treatment of mastoids. The pt's device was explanted. The pt was implanted in the contralateral ear.